Event description:
Per the clinic, the patient experienced a performance decrement with the device and subsequently the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 30, 2022.